Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Reportedly, noise oversensing was observed during mode switch episodes and on egm, but no issues were observed during sensing tests. The patient has 40% of af burden, 0.12 mv p-wave amplitude and lead impedances superior to 3000 ohms. The pacemaker was implanted in 2019.